Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the pt's physician that the pt was in "extreme agony" every time the device stimulated. The pain was felt most in her shoulder. This event had been occurring since the pt fell in the shower a few months ago. A system diagnostic test was performed, which showed high impedance. The pt's device was then disabled, which seemed to lessen the pain for the pt. The pt was concurrently having an increase in auras. Attempts for more info have been unsuccessful to date.